Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp453h; pebcxgs0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the cat underwent an ovariectomy procedure and suture was used. Less than 5 days after the surgery, the cat presented with an inflammatory reaction and a eventration. Post op the suture broke. There were no patient consequences reported.